Manufacturer narrative:
N/a.

Event description:
The following has been reported: pump shut down on its own on the biomed bench. This issue could be related to the battery charge level as it is very low. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for multiple som crashes. The devce software is version 5.10.0.41 at the time of the crashes. The device was visually inspected and an extended infusion was performed. The log files indicate multiple occurrences and the som will be replaced. The lever arm retaining plate was also found to be damaged and will be replaced during the repair process.